Event description:
It was reported that the customer's insulin pump was leaking and that he was unaware of how the leak occurred. The customer was also experiencing high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The customer expressed that he wanted to revert to manual injections. The customer stated that this issue occurred in the past but not as often. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.